Event description:
It was reported to medical records on 4/4/11 by dr (B)(6) that this device will be explanted at a later date due to bacteremia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)